Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection observed white marks in the catheter, which was indicative of potential adhesive. A guidewire was inserted into the catheter, and the catheter was deployed to basket and flower configurations successfully. Additionally, images were reviewed by a boston scientific quality engineer. The images showed marks on the device handle. The reported event was confirmed via analysis. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that prior to a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a farawave catheter was selected for use. During catheter preparation, while opening the farawave catheter, the nurse noted that the handle of the catheter appeared to have a white film on it. This made the nurse that the catheter might not be sterile or was used. Thus, another farawave catheter was opened, and the procedure was completed with the new farawave catheter. No patient complications were reported. The farawave catheter was returned for laboratory analysis.

Event description:
It was reported that prior to a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a farawave catheter was selected for use. During catheter preparation, while opening the farawave catheter, the nurse noted that the handle of the catheter appeared to have a white film on it. This made the nurse that the catheter might not be sterile or was used. Thus, another farawave catheter was opened, and the procedure was completed with the new farawave catheter. No patient complications were reported. The farawave catheter is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.